Manufacturer narrative:
(B)(4). The biomed ordered a replacement latch to install on uas. Follow-up with the biomed on 01-jun-2016: he received and installed new latch assembly on uas. The defective latch was disposed of after removing for installation of new part. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cbp), the latch securing the ultrasonic air sensor (uas) to the perfusion circuit tubing was broken. An uas from a spare system was obtained and installed on this system. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.